Event description:
The customer reported that a no value accutni result with an instrument generated flag, as well as erroneously low thyroid stimulating hormone (tsh) and digoxin results, were generated from an access 2 immunoassay system for multiple patients over two days. This report represents the initial erroneously low tsh result, below the assay's normal reference range, and the initial cancelled tsh result with relative light unit (rlu) issues, that were generated on (B)(6) 2012 for two patients' samples. Beckman coulter inc. Assessment of customer supplied data indicated that the repeat testing of the patients' samples on the same instrument produced higher tsh results, one within the normal reference range and the other below the normal reference range, which were regarded as valid and reported out of the laboratory. The initial tsh results were not reported outside the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to the event. No other patient assay results were questioned by the customer as erroneous as part of this event. The test samples were collected in serum tubes, and were centrifuged prior to testing. The samples were not analyzed from the primary tubes on the instrument; all samples were aliquoted into sample cups prior to analysis. System checks performed prior to, and on the day of, the event met instrument specifications. The instrument generated 'sample counts outside limits' errors prior to the event. Beckman coulter inc. Led instrument troubleshooting did not resolve the problem and service was dispatched.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) adjusted the drift control factor for the luminometer. The fse performed a routine system check which passed within instrument specifications. Upon completion of the necessary and verified repairs, the instrument was returned back into service. The exact cause of the event is unknown and could not be determined. Associated mdrs: 2122870-2012-00154, 2122870-2012-00155, 2122870-2012-00156.